Manufacturer narrative:
The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "being treated for non-hodgkin¿s lymphoma which was probably caused by the implants".

Event description:
Patient reported "being treated for non-hodgkin's lymphoma which was probably caused by the implants;" no pathological markers have been received. Affected side is left. The device remains implanted.